Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned/non-emergency treatment was completed as planned as the exposure was not happening intermittently. The philips field service engineer (fse) inspected the system onsite and found that the issue was intermittent, and problem has resolved. Review of system log file confirmed the malfunction. The philips engineer cleaned and reset the qube and swapped converter connection. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not exposing x-rays intermittently. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.